Event description:
Additional information was received indicating that the physician does believe the failure to program is related to normal end of service. The patient has not experienced an increase in seizures at this time and the physician is waiting until deciding on generator replacement. The physician has not had any issue interrogating other patient's devices.

Event description:
It was reported that the patient's generator could not be interrogated. The physician also indicated that he believed this patient's generator had shown high impedance on (B)(6) 2011 which has been reported in manufacturer report # 1644487-2012-00449. The physician indicated that the generator "elective replacement indicator" (eri) was not indicating the generator was near end of service at that time. Based on the battery life estimation tables and the patient's vns settings as indicated by the physician, it is possible for the generator to have reached end of service in the time between the last visit and the time of the report. A battery life calculation was performed that estimated the generator was likely at, near, or past end of service. The physician has not indicated whether he believes the generator is at end of service. No adverse events have been reported. Attempts for additional information have been unsuccessful to date. Surgery to replace the generator is likely.